Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation found the telescope in good working order with some signs of wear and tear. However, the inner surface of the telescope's working channel is damaged at its distal end. This damage is most likely caused by bending or torqueing the lithotripsy probe against the telescope during the procedure, resulting in the release of metal particles. Therefore, this phenomenon was attributed to use error. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a percutaneous nephrolithotomy (pcnl) of the left kidney procedure, metal particles of an unknown origin appeared in the telescope's field of view while the physician was crushing kidney stones. Some of the foreign objects were reportedly retrieved with grasping forceps or flushed out with irrigation fluid, but the smallest particles remained inside the patient's kidney. No further information was provided, but the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury. However, the patient was given a blood transfusion during the procedure. In addition, she was hospitalized and an x-ray was performed one day after the procedure, but the results of this examination are not known.